Manufacturer narrative:
Laboratory manager called on (B)(6), 2017 to inform that a technician was injured (cut) while removing a stuck sample tray. They are concerned because they were running (B)(6) samples during the incident. Bio-rad technical support representative contacted the injured technician and gathered some information regarding the incident. The technician informed that the incident happened on (B)(6) 2017. He was running (B)(6) samples when he received an error. He can't remember what the error was but he noticed the sample tray was stuck. He removed the front cover of the bioplex and tried to get the rack out with some force and that is when he cut his hand. He was wearing lab coat, gloves and eye shield. He immediately rinsed his hand with soap water, wiped with alcohol swab and applied bandage. He went to seek treatment the next day on (B)(6) 2017. He was tested for (B)(6) and the result was negative. He was also given prophylaxis treatment of isentress 400mg twice daily and truvada 200mg daily for 30 days. He was retested for (B)(6) in october and the result was negative. Customer was advised not to remove stuck trays with force. He was directed to the user manual and was given instruction to safely remove the tray using the maintenance user interface.

Event description:
Received a call on (B)(6) 2017. Technician reported that while he was running a sample on september (B)(6) 2017, he received an error message. The sample rack was stuck. He removed the front cover to try to get the rack out with some force and that is when he cut his hand. He was running hiv test on the system.